Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, that the flex deflectable videoscope had an image issue. It is unknown when the issue occurred. There were no reports of patient harm.